Event description:
A report was received that the patient was experiencing pain at the pocket site and ipg pocket is currently located over her ribs. The patient will undergo a revision procedure wherein the ipg will be relocated to her right buttocks.

Event description:
A report was received that the patient was experiencing pain at the pocket site and ipg pocket is currently located over her ribs. The patient will undergo a revision procedure wherein the ipg will be relocated to her right buttocks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.